Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709sc, serial# (B)(4), product type catheter.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 MRI compatibility guidelines were being requested. They were scanning to rule out a catheter tip granuloma. The patient had acute left sciatica pain that had come on gradually beginning 6 months ago and was getting worse. The MRI tech did not have any additional details. No further complications have been reported as a result of this event.